Event description:
Patient had a surgical procedure on (B)(6) 2023 with no known complications. Pt reported 3 mos post surgery that she experienced a piece of blue plastic discharged vaginally. Md determined this was likely a piece of the rumi koh-efficient used during surgery.